Manufacturer narrative:
Sample has not been returned to MFR in time for this report.

Event description:
The event is reported as: complaint alleges: the suture passer was hitting the plastic wings instead of the silicone which caused the wings to break. The guide channels did not direct the suture passer through the silicone pads. No reported injury. Pt current condition listed as fine.